Event description:
It was reported that the patient experienced a low blood glucose of 68 mg/dl after yard work while using the ilet system, with the possibility that the infusion set was not disconnected during physical activity; the event was managed at home with oral glucose and hydration. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention to treat the low glucose. Investigation included communication with the user¿s family and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure, and the device component involved was the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.